Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; split/torn push catheter.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly (B)(6). (B)(4). A visual evaluation of the returned device revealed that the stent was loaded on the delivery system via the suture. The olympus visiglide 0.025" guidewire was stuck inside the guide catheter and exited through the distal end of guide catheter. The guidewire could not be removed due to resistance. The distal end of the guide catheter was severely buckled/stretched. The guide catheter could not be retracted from the proximal end due to severe resistance. The push catheter tip was split/torn. There was no damage to the stent. The outer diameter of the guidewire measured approximately 0.022", however the directions for use (dfu) requires a 0.035" guidewire. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is user/use error. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.